Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the gap between the acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited gap of adhesive on the distal end and a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.